Manufacturer narrative:
Device evaluated by simulated use testing, found deformation due to damage. Device repaired and returned to the customer.

Manufacturer narrative:
Evaluation in progress.

Event description:
Lithotripsy shockhead bellow punctured at rim of shockhead, which could not be repaired. Resulting in the cancellation of the procedure.